Event description:
It was reported that the device was measuring too high and too low. Also, the dcm was cracked/leaking due to customer damage/drop. No pt injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.